Manufacturer narrative:
The product was returned. Solution is dried on the lens. Both haptics and optic damage were observed. Associated products were not provided. It is unknown if qualified products were used. The complaint lens model is only qualified for use in particular cartridges. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
A sample device was not received for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that during a planned vitrectomy/phaco/intraocular lens (iol) implant procedure a haptic broke on the lens. The surgeon opted to place another lens that would be attached to the sclera. In a follow up, the patient was noted to have a subconjunctival hemorrhage, but recovering.